Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as happened within one month prior to (B)(6) 2014). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unknown artery was attempted using a starclose se device after a neurological interventional procedure. Reportedly, the hub and the sheath would not click together. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Analysis was unable to confirm the reported inability to engage the hub with the sheath. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. The most probable cause of the inability to engage the sheath and hub may be due to misalignment of the sheath relative to the clip applier. The potential misalignment does not result from a product deficiency. These devices are tested during manufacturing and passed all lot release testing, confirming no product deficiency is suspected. This type of reported complaint will continue to be monitored per local quality procedures.